Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were unable to get the insulin pump to power on. The customer's blood glucose was unknown at the time of incident. The customer stated that they tried several batteries but the insulin pump did not power on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation and was monitored for 24 hours and no blank display anomalies noted. The power connector plugged in and locked into place properly. No cosmetic damage noted.